Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl). Customer delivered boluses to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change infusion set and monitor bg levels. Blood glucose levels had decreased to 175 (mg/dl) at the time the event was reported.